Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a decline in his hearing performance.

Event description:
The hearing performance with the device is affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the information received from the field a damage to the reference electrode seems likely. Further three channels migrated post-operatively out of cochlea as confirmed by diagnostic imaging. Re-implantation is considered but has not been scheduled yet.